Event description:
It was reported that during a procedure of the unspecified vessel, the supera stent was deployed. During withdrawal of the stent delivery system (sds) the tip became detached and was retrieved and removed from the anatomy with use of a snare device. It was further noted that the stent implant was severely elongated greater than 10 % and remains in the vessel. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.